Event description:
A customer contacted beckman coulter inc. (Bec) to report concerns of tsh patient results generated by their access 2 immunoassay system reproducing outside of labeled precision claims. The customer provided two examples of patient results reproducing outside of the precision claims of the tsh assay. No results were reported outside of the laboratory. There was no change to patient treatment in connection to this event.

Manufacturer narrative:
Samples were lithium heparin plasma and centrifuged for 6000rpm for 6 minutes. No sample integrity issues were noted. The customer noted a system check had passed but two levels of tsh qc failed after the questioned results were obtained. The customer also performed a precision study when two wash pump valve motion errors were observed; the results of the precision study were acceptable, besides the flagged results with the valve motion errors. Bec hotline performed troubleshooting over the phone and directed the customer through cleaning the wash valve and the customer noted black residue present on the wash pump valve components. The customer cleaned the wash valve and then performed passing system check and passing qc. The customer noted that repeat testing of patient sample from the previous day produced acceptable results. Hardware is the most likely cause of the event. Troubleshooting performed by bec hotline resolved the issue.